Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of the leak was a misaligned rinse cup. The fse aligned the rinse cup and the instrument ran without leaks. In addition, the fse replaced tubing in vl3 as preventative maintenance. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from an unknown location inside a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.